Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the device was interrogated with wired telemetry and the battery longevity status bar was gray. It was noted the device had been stored at room temperature for over 20 days. The device was not used and there was no patient involvement.